Manufacturer narrative:
The system controller was not returned for evaluation as it remains in use. No further issues have been reported. The log file review revealed that the patient was operating the system on depleted 14 volt lithium-ion batteries as well as the internal system controller backup battery. The time clock was also reset during these events. Based on the log file review, the root cause of the reported events was due to the patient not exchanging the external power source when the system was operating on depleted battery power. The system reported a low battery/voltage condition as designed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The serial number of the system controller was not provided. The approximate age of device is unknown. The system controller remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient reportedly allowed his external batteries and backup battery to deplete. The system controller alarmed as expected for low voltage advisory, low voltage hazard, and eventually yellow wrench/clock not set. The patient did not experience any symptoms during the event. The patient was also educated on not letting his batteries run to depletion. No further issues were reported.